Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient passed out and the patient¿s caregiver called emergency medical services (ems). The patient¿s cgm displayed 60 mg/dl but the bg was 30 mg/dl. Prior to ems arrival, the patient was given honey. Ems administered dextrose 10% via intravenous (IV) therapy, the patient recovered and declined transportation to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and or/medication intervention. No additional patient or event information is available.